Event description:
It was reported hardware was removed from the patient¿s distal humerus due to a broken plate, non-union and pain. X-ray revealed the medial plate had broken at the level of the non-union. The patient had a medial distal plate, posterior lateral plate, with screws and an olecranon nail (all synthes devices) implanted on (B)(6) 2014. Revision/explant surgery was performed on (B)(6) 2015. Both plates along with the associated screws were removed uneventfully. The surgeon decided not to explant the olecranon nail. The humerus was re-plated with unknown hardware. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and reviewed there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.